Event description:
Two different sets of lifeshield primary i.v plumset tubing were correctly inserted into the correct i.v pump. For both of these sets from the same lot, the alarm sounded and showed "cassette failure." Another set from a different lot was inserted into the i.v pump and functioned without any problems; no alarm sounded. The malfunctioned tubing (both sets) were not saved.